Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.